Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 700cc breast implant appears cloudy. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant rupture and discolored. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 700cc mentor memorygel breast implant and experienced right side breast implant rupture postoperatively. The implant was found to be very cloudy during visual inspection after removal. The device was explanted, and replaced with catalog number 3505700bc, serial number (B)(4) on (B)(6) 2021.